Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with 700cc mentor memorygel breast implants on (B)(6) 2013. The patient reported that over the past year her breasts have become sore. She stated that she's experienced pain underneath and on the side of her breasts. She also reported that the armpit area would sometimes become swollen, bruised, tender, and painful. The patient reported that she would feel pain when her breasts are touched. No device issues such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.